Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr returned to grade 4. A second clip was implanted, stabilizing the slda clip. Mr was reduced to 2. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (thin leaflet posterior mitral leaflet). There is no indication of a product quality issue with respect to manufacture, design or labeling.